Manufacturer narrative:
Visual inspection of the driver revealed some fractured bosses on the front housing. When the main printed circuit board assembly (pcba) was removed during investigation testing, an insert pulled out of the right battery well. The driver's alarm history was reviewed and revealed three fault alarm codes which all occur when the primary motor is unable to operate and the secondary motor engages. During investigation testing, the driver did not operate on the primary motor which then engaged the secondary motor and caused a fault alarm as designed, thus confirming the customer-reported issue. The root cause was determined to be a malfunction of the main pcba to operate the primary motor, causing the secondary motor to engage. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5216 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm that would not stop while supporting a patient at home. The alarm occurred when the patient was laughing. The customer also reported that the patient's blood pressure during the event was 160/100. The customer also reported that the patient was switched to a backup driver. There was no reported adverse patient impact.